Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H1 corrected data: based on the additional information received, this event is no longer considered reportable.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 2700tfx aortic valve was explanted after an implant duration of 6 years, 11 months due to endocarditis with regurgitation and leaflet thickening. The patient presented with fever of unknown origin and stroke-like symptoms. The explanted valve was replaced with a 27mm 3300tfx valve. The patient was stable post procedure and discharged on pod #4. Pathology report: aortic valve biopsy final diagnosis; necroinflammatory exudate. No viable tissue present.

Event description:
It was learned through implant patient registry that a patient with a 29mm 2700tfx aortic valve was explanted after an implant duration of 6 years, 11 months due to unknown reasons. The explanted valve was replaced with a 27mm 3300tfx valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.